Manufacturer narrative:
(B)(4) new samples #(B)(4) were returned for evaluation, as received no physical damage or anomalies were observed. Three (3) new list# unknown bd 50ml syringes were returned as mating devices. The fit of a spiros with a bd syringe was tested. There was no difficulty attaching the spiros and it stayed firmly attached. (B)(4) of the spiros were torque test activated, tested for residual torque, and confirmed to meet the product specification. All the spiros present a good shear tab activation and no damage on the splines. The male luers on the spiros and returned syringes were confirmed to comply with iso design expectations. Complaint of spiros detaching cannot be confirmed or replicated. A device history review (DHR) lot and relevant commodities were reviewed, and the following discrepancy was identified: discrepancy: "on (B)(6) 2024 a1 shift press b4 item r1-8245 (body,0.075, spiros, hardstop) cavity a15 was found to have came unblocked.it was blocked due to damage on the luer .075 dimension after bracketing totes 4, 5 were affected. Qe 6.3.2024 upon review of the samples it was found that these are short shots. See photos" "on (B)(6) 2024 a1 shift qa found on press# d1, part# r1-15956 (post, female luer, spiros) lot# 13996004, mold# 4326, on 2nd visual cavs- f1, f2, f4 had short shots on the side tab. Per drawing r1-15956-mc section 2c not acceptable. After bracketing totes 10,11,12, are good and tote 13 was affected."

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a spinning spiros¿, closed male luer was found to have become detached during patient use. The problem was: that some spiros product code: ch2000s seemed to be detaching from their 50ml syringes when utilized for intravesical treatments. There was no patient harm reported.